Event description:
During a ureter laser lithotripsy, the anesthesia equipment shut down. As the anesthesiologist reached across the operating table, over the pt, he received a shock to his hand. No pt problem occurred. The or staff believes the problem was due to an erratic current from an electrohydraulic lithotripsy probe that had frayed on the tip.